Event description:
It was reported that the customer received a button error alarm. No additional information was provided.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.